Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/16/2021. H.6. Investigation: one sample was received by our quality team for evaluation. From the sample, stopper poor assembly was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause could be that the stopper was not properly seated on the lower tooling resulting in this non-conformance. There is a vision system at the assembly machine which can detect and auto-reject this type of nonconformance. The sample was challenged at the assembly vision system and was able to be rejected at the 180-degree point of view. Therefore, this nonconformance could have been an escapee which resulted in it flowing to the next process. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ls precise experienced a defective/deformed stopper. The following information was provided by the initial reporter: when the product was unpacked, the black rubber stopper was found to be out of shape.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ls precise experienced a defective/deformed stopper. The following information was provided by the initial reporter: when the product was unpacked, the black rubber stopper was found to be out of shape.